Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide (co2) result. The ccc reviewed the data and noted that the co2 had not been calibrated recently. The ccc checked for process errors and found integrated multi sensor technology (imt) errors. The ccc changed the co2 to a new well and ran quality control (qc), resulting in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The customer was not able to calibrate the co2 method due to an incorrect qc being attached to the calibration. The qc lots attached to the calibration were trial qc's that the customer no longer had in stock. The cse reset the instrument, removed the qc results, and calibrated the co2 method after which qc recovered within range. The cause of the discordant carbon dioxide result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same instrument, and recovered lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 result.